Event description:
It was reported that pacemaker was changed out due to normal elective replacement indicator. The device was accidentally hit with the plasma blade and there was loss of capture. The patient had an escape rhythm and was temporarily paced with transcutaneous patches until the new device was implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of low voltage and loss of capture was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.